Event description:
Information was received from a patient (pt), who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that as of a couple weeks ago, they started running to the bathroom so much, that they thought they had a uti. Pt states, they also had pain so they were certain this is what it was. Pt states, they ended up having a culture run and they did not have a uti. Pt states, they are constantly going to the bathroom and filling up maxi pads like 100 times a day. Pt states, it's nonstop. Pt mentioned, they did try increasing stim, but have not tried changing programs yet. Pt also mentioned, they had an x ray and an MRI done to see if the device had moved. But the pt doesn't know what the results of that were yet. Pt tried calling the rep, but they never call them back. Troubleshooting was unable to be performed, as pt did not have equipment with them to troubleshoot. The caller was redirected to call back once they are with their equipment to troubleshoot. Additional information was received from the patient. Patient said, that they had changed their eating plan and fluid intake. Patient said since january, they had increased water intake to 64 oz. Per day (said that is how much a person is supposed to drink per day). Patient said, that the increasing in peeing more started in march. Patient said, that did have a reprogramming session on (B)(6) 2023 at healthcare provider (hcp) office. And believed, that program was changed. Patient said that since that appointment, they had also noticed, change in bowel symptoms. Seemed like only comes out a little at a time. Patient said, bladder symptoms didn't seem as bad as the bowel symptoms. Patient services reviewed, therapy information and general programming guidance as well the importance of tracking symptoms and adjustments. Patient decided to make a slight increase to the current setting. Patient said, they could feel stimulation in their butthole. However, said that it was okay. Patient confirmed, stimulation sensation is comfortable. Patient to monitor symptoms. Patient services redirected patient to their managing hcp to discuss how change in eating plan and fluid intake could affect symptom control. Patient said, that their next hcp appointment is on may 15th. Patient mentioned, received a letter from medtronic. And has already sealed the envelope. Additional information was received from the patient. When asked, what steps were taken to resolve their previous recharging issue, they reported new information, that they went to the doctor and they needed to slow down drinking their water. The battery moved, but their wires were in the right place. When asked further about recharging issues. They also reported, most likely causes presumed to be related to their device moving. Which were weight loss or drinking too much water per patient. When asked what steps were taken to resolve the issue? They reported, they are drinking less water and putting diapers on different.

Manufacturer narrative:
B3. Date is estimated, year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.